Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) went to the emergency room with exhausted therapy at maximum energy. Defibrillation threshold (dft) test will be done. There was no further information provided. The device was explanted due to therapy upgrade. No adverse patient effects were reported.